Event description:
Customer stated, "the pad comes on by itself." The product was returned for investigation. An investigation was done to look into the customers complaint. The investigator observed that pad was working fine and was not turning on by itself; qc tested on three separate occasions, and on all three occasions the pad was heating and the switch was working properly. Based on the bce review of feedbacks, bce did not observe a similar issue within the lot.